Event description:
It was reported that: "post tavr procedure, manta sheath was inserted. Physician met severe resistance advancing bypass tube through the manta sheath valve. Several attempts were made to advance the bypass tube to the sheath valve in order to advance the handle down to the sheath. Finally, the manta went through the valve of the sheath. He then met severe resistance to snap the manta device to the manta sheath. Several attempts were made to forcibly snap the two pieces together but ultimately were unsuccessful. The unit was removed intact and bagged to be sent back for investigation. A new manta sheath and device were inserted and deployed without issues. No medical intervention required".

Manufacturer narrative:
(B)(4). One unit of manta and sheath were returned for evaluation. Blood particulates were noted on the unit. Units were decontaminated and inspected. Button valve was slightly displaced from its original position. Case details were reviewed. A 73-year-old female patient (66kgs.), presented in the or for a tavr procedure. A centrally positioned access was gained utilizing a micro puncture kit with ultrasound for guidance. No issues were encountered advancing or withdrawing the 14f expandable procedural sheaths during the case. Following the tavr, an 18f manta was deployed for closure. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance attempting to advance the bypass tube into the sheath hub. No kinking occurred to the bypass tube when met with resistance. After several attempts to advance the bypass tube, the handle unit went through the hemostatic valve to advance the manta handle closure down to the sheath hub. The physician encountered severe resistance while connecting the handle unit to the sheath hub. The physician continued applying force and after several attempts was unsuccessful in connecting the manta device to the sheath hub. The first 18f manta device and sheath were removed, a new 18f manta device and sheath were loaded and deployed without issue and the patient outcome post-procedure was fine. The manta instructions for use (IFU) indicates in step 3 of inserting the device: note: if significant resistance is felt insert the bypass tube into the manta sheath, remove the entire system, and open a new device. The occurrence rate for similar events regarding manta-difficulty advancing delivery system tube is 0.000%. We will continue to monitor the rate for all ders and only initiate a new nce if it exceeds (B)(4) the der process will continue to monitor for any similar events.

Manufacturer narrative:
Qn#(B)(4). UDI related data quality updates only. Section d.4.-unique identifier (UDI)# corrected to (B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that: "post tavr procedure, manta sheath was inserted. Physician met severe resistance advancing bypass tube through the manta sheath valve. Several attempts were made to advance the bypass tube to the sheath valve in order to advance the handle down to the sheath. Finally, the manta went through the valve of the sheath. He then met severe resistance to snap the manta device to the manta sheath. Several attempts were made to forcibly snap the two pieces together but ultimately were unsuccessful. The unit was removed intact and bagged to be sent back for investigation. A new manta sheath and device were inserted and deployed without issues. No medical intervention required"